Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emiting tones and displayed a different longevity remaining than expected. The device displayed an explant indicator even though the it showed 2.5 years remaining longevity with charge time of 11.4 seconds a month prior. The device did not have any fault codes. Boston scientific technical services discussed that the device is exhibiting unexpected behavior and will need to be analyzed to explain the cause of issue. Additional information was received confirming that the cause of beeping was due to elective replacement indicator (eri). The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. It was incorrectly noted in a previous report that this device was included in the august 29, 2013 advisory population. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that no fault codes were set in this device. External visual inspection of the device noted no anomalies. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population. No other adverse events have been reported. This product issue will be updated if additional information is received.